Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered due to increased sensing integrity counter (sic) counts and lead impedance variation on the right ventricular (rv) lead. Additionally, high/undefined superior vena cava (svc) coil impedance and high/undefined pacing impedance on the rv lead were also observed. Rv lead noise was reported and fracture was confirmed. The rv lead was programmed off and will be replaced in the future. No patient complications have been reported as a result of this event.